Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of the 3.0x38mm rx xience skypoint, stent delivery system (sds), the stent felt loose on the balloon. The sds was not used. There was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided.